Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced tmj issues due to wearing the aligners. Patient was referred to orthodontist. Ortho doctor reports patient's oral hygiene is good; #30 was previously extracted or lost. Posterior bite is ideal on the right side but is not ideal on the left side. There is a 5% overbite; 2mm ideal-mild overjet. Upper and lower midlines are centered with mild upper and lower crowding. Examination for tmj found no clicking/popping during exam. Patient is guarded and pain is most likely associated with misalignment of bite on right posterior. Doctor recommends comprehensive treatment with invisalign. Treatment is estimated 15-18 months.